Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient was gardening when she received an alert indicating that her blood sugar was going low. Her cgm read 72 mg/dl but she was unable to check her blood sugar using the fingerstick method because she was dehydrated. She started experiencing symptoms that included eyes not focusing, sweating and felt hot. She drank some juice but then passed out for three hours. When she woke up, she ate something and decided to wait until morning before asking a friend to take her to the hospital. In the emergency room, her fingerstick reading was checked and recorded at 41 mg/dl. However, she was unable to recall her cgm readings. No medication was provided since she was still wearing her tandem insulin pump and was undergoing testing. The was sent home the same day. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.